Event description:
Rn drew up rabies immune globulin in 5ml syringe lot 3125894 (item ref (B)(4)). When she went to administer to the patient (im injection) the medication, per rn, "shot out of the side of the syringe through a crack and across the room'. Rn stopped administration, wasted medication and contacted pharmacy for another dose. Second time no issues and patient received full dose of rabies vaccine.